Event description:
Failure of pacemaker to function properly necessitating replacement of the pacemaker. Per md pt was seen at office on 11/21 because of report of abnormal findings on the telephonic monitor; ventricular capture was apparently lost during threshold margin test. When she was evaluated her pacemaker was functioning well as programmed and the ventricular threshold was noted at .9 v. The impedence of both leads were within normal range. The pacemaker appeared to be functioning quite well and the ventricular amplitude was increased to 4.0 v. At the time. Advised pt to continue monitoring. Md got a second call from the cardiologist's office indicating the follow up test again showed the intermittent loss of ventricular capture during the test with the magnet application. Pt subsequently had chest x-ray and holter monitor study. The chest x-ray failed to reveal any evidence of suggestive wire fracture or crush. Pt was then placed on holter monitor for 24 hrs on 12/30. The findings indicated that the ddd pacemaker was functioning normally. Md was advised by MFR not to replace the pacemaker. 1/16 EKG showed evidence of complete failure of the pacemaker to capture the ventricle. Pt was rushed to hosp. She then received a new pacemaker implantation.